Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr did back to back blood glucose test, within seconds, using the same fingerstick, and got results of 77 and 109 mg/dl. Tests were done 3-3.5 hours after her last meal. Rptr did not have control solution for testing. No symptoms were reported. During follow-up, the rptr stated that her back to back readings are much closer since she is using separate fingersticks. She did not provide details.